Event description:
It was reported via repair work order that the brakes would not disengage due to damaged pedal pins. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.